Event description:
Central heart monitor alarmed. Staff responded to room and found pt disconnected from both power sources for implantable vad. CPR begun and power sources reconnected. Transferred to ICU.